Manufacturer narrative:
2088tc/46 us tendrilactive in d10 is an atrial lead was plugged to accent pacemaker for (B)(6) 2022 noise over sensing event. The atrial lead remained chronic and plugged to assurity MRI pacemaker for (B)(6) 2025 noise over sensing event.

Event description:
It was reported that a patient¿s right ventricle (rv) lead had noise over sensing since (B)(6) 2022 that had noise reversion and inhibited pacing, and the sensitivity was already set up. On (B)(6) 2025, the rv lead exhibited noise over sensing which led to pacing inhibition therefore, the sensitivity was programmed higher to cover the noise. The patient needed and upgrade to implantable cardioverter-defibrillator (ICD) hence, the physician decided to cap the rv lead as well on (B)(6) 2025. A new rv lead, a new left bundle pacing lead and the chronic atrial lead were plugged to the ICD during the procedure on (B)(6) 2025. The patient was recovering post procedure.